Event description:
The reporter stated the surgeon inserted an aq2010v silicone three-piece lens but the trailing haptic caught in the cartridge and tore off. The lens was cut into pieces and the incision was enlarged to remove the lens. Sutures were not required.